Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded up and down buttons on the keypad traces. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. The blood glucose reading was 260 mg/dl. Customer treated with manual injection. He did not recall any significant event leading to the alarm. Nothing further was reported.